Event description:
The customer reported that the defibrillator had reset with the battery inserted. Further information was provided that there was a ¿random problem with start-up of the defibrillator.¿ there was reportedly no patient involvement.